Event description:
Pt states the unit blow up with sparks. Pt brought the unit back in, and a respiratory therapist did take it home and tested it and it worked fine. Additional statement that pt was wearing the unit during the night and felt a shock, not sure if it was the blanket or the unit.

Manufacturer narrative:
Initial device eval shows no signs of thermal damage on the oximeter or sensor. Oximeter and sensor passed functional testing with no sign of shorting. Full electrical testing will be completed, if any problems are identified, a follow up report will be completed.